Manufacturer narrative:
Complaint confirmed, the central peg broke off at its base, below the metal pin extremity. The od of the peg met specifications. Likely causes of the event are prying/leveraging the device during use; user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a total shoulder procedure when the glenoid was removed from the patient it broke apart. All was retrieved and the case was completed with no further issues. The patient is fine to date.